Event description:
It was reported the patient underwent right total hip arthroplasty on (B)(6) 1995. Subsequently, the patient was revised on (B)(6) 2007 due to unknown reasons. The modular head and liner were removed and replaced by a modular head and constrained liner. The patient was revised again on (B)(6) 2015 due to dislocation. Per the surgeon the dislocation was caused by a patient fall. The constrained liner and modular head were removed and replaced by another constrained liner and modular head.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided.